Manufacturer narrative:
Evaluation results: thoracic device used in the abdominal aorta. Conclusion: thoracic device used in the abdominal aorta.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 19 months ago. Aneurysm morphology at the time of implant was not reported. The aortic neck at the time of implant was reported as short at 12 mm in length, angulated 25 degrees, and 25 mm in diameter. Currently, the vessels are 8 to 9 mm in diameter and not very calcified or tortuous. It was reported that a recent CT demonstrated that the bifurcated stent graft (MDR #2953200-2009-01319) migrated 3 cm distally, resulting in a proximal type I endoleak. The cause of the migration was attributed to disease progression that resulted in the aortic neck dilating to 29 mm, but without any change in the neck angulation. The physician elected to implant a talent thoracic cuff to intervene for the migration and endoleak. When trying to deliver the talent graft, the device was getting caught on the patient's anatomy with some resistance encountered. Consequently, significant torque was built-up in the device, and the talent could not be deployed. The physician then elected to surgically-convert the patient, with successful results. No additional clinical sequelae were reported, and the patient is fine.